Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing. The oversensing caused and a syncopal episode. During the replacement procedure and the ra lead fell apart when it was removed. Subsequently, this ra lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received the oversensing of atrial activity caused pacing inhibition and a syncope and this resulted in the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing. The oversensing caused a syncopal episode. During the replacement procedure and the ra lead fell apart when it was removed. Subsequently, this ra lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing. The oversensing caused and a syncopal episode. During the replacement procedure and the ra lead fell apart when it was removed. Subsequently, this ra lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received the oversensing of atrial activity caused pacing inhibition and a syncope and this resulted in the revision procedure. No additional adverse patient effects were reported.